Manufacturer narrative:
Upon visual inspection, the diagnostic engineer found the electrical sockets in the motor assembly were corroded. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the micro sagittal saw was running without user activation while it was in safe mode and was running without user activation after the trigger was released. The procedure was completed successfully utilizing the same device. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure, the micro sagittal saw was running without user activation while it was in safe mode and was running without user activation after the trigger was released. The procedure was completed successfully utilizing the same device. No delay, no medical intervention and no adverse consequences were reported with this event.